Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue caused a delay of 3/5 minutes, until the new applier arrived (3/5min). The procedure was completed with a new large clip applier and was not aborted/converted. There was no patient injury and no fragment fell into the patient. The incident with the clip applier occurred the second time the site wanted to place a clip. After attempted to clip the vessel, the lights were orange, but the first two times it was blue. The first clip was ok, second clip was not possible to clamp. The clip applier did close, but not enough. The 10mm hem-o-lock clips were used with the clip applier instrument. The surgeon used on the vessel or structure the 10mm. In addition, the vessel or tissue bundle were greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The new clip applier was ok. The subject clip applier was used once before the incident occurred. The issue was resolved with the new clip applier. The instrument should be returned to is for evaluation and there was a video in the system, but the reporter did not know if it was possible to put it from the server.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found the primary failure of: "the clip pliers set a clip properly 1 time after insertion and then it did not close while clipping. The clip stays in the pliers after setting the clip. Clip pliers have 69/100 lives left. Tried several times, also removed pliers from arm and reinserted. Also loosened the arm cover where the forceps clip on and reattached it to the robotic arm. Finally had new forceps come and it clipped immediately. Fortunately no active bleeding at that time. No consequences because the situation at that time was calm in the sense of no active bleeding hemorrhages" to be related to the customer reported complaint. The instrument was found to have grip input disk axis 6 broken. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, after insertion, the large hem-o-lok clip applier instrument clipped properly once and no longer closed during clipping. The clip remained in the large hem-o-lok clip applier instrument after setting the clip . Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.